Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be requested as the reporter is not the patient or physician. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Non-patient consumer reported "there are many complaints of capsular contracture involving allergan breast implants." Side and device status is unknown.